Event description:
The customer reported that the scalp electrode was coated in blood and worn out to the point where the wires are already exposed. This is a patient accessory and was removed from the patient area. The customer confirmed that there is no patient impact.

Manufacturer narrative:
The sample has been discarded. Therefore, no root cause could be determined.